Manufacturer narrative:
An event of the valve not fitting the annulus was reported. The investigation confirmed the device met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: the manufacturer report number in which this event is initially reported under is incorrect. This event should be reported under the manufacturer report number: 3001883144. An event of a sjm trifecta valve not being able to fit into the annulus was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 19mm trifecta valve was selected for implant. During the procedure, the valve could not fit into the annulus even though a 19mm sizer was passing smoothly. The physician removed the valve and implanted a 17mm mechanical heart valve. The patient did not suffer any adverse health consequences and the patient remained hemodynamically stable throughout the procedure, but the procedure has extended for almost 60-70 minutes.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 19mm trifecta valve was selected for implant. During the procedure, the valve could not fit into the annulus even though a 19mm sizer was passing smoothly. The physician removed the valve and implanted a 17mm mechanical heart valve. The patient did not suffer any adverse health consequences.